Manufacturer narrative:
Siemens healthcare diagnostics has identified an issue with patient demographic information sent to the lis from the advia centaur®/advia centaur® xp immunoassay systems. Siemens has confirmed that under extremely rare circumstances patient demographic data from the previous order received from the lis is merged with the next order. This issue can occur when the lis data buffer on the advia centaur system becomes full and a particular character is found in the last five locations in the lis data buffer. In this case, the incorrect patient demographic information will be transmitted to the lis and will be displayed on the advia centaur user interface and instrument generated printed reports. Urgent medical device correction (umdc) 10819176 entitled "advia centaur/advia centaur xp incorrect patient demographic information" was sent to customers in the united states and urgent field safety notice (ufsn) 10819175 entitled "advia centaur/advia centaur xp incorrect patient demographic information" was sent to customers outside the united states in august 2014. The umdc and ufsn describe the issue and provide actions for customers to take if their instrument is interfaced to an lis system that transmits patient demographics with each order.

Event description:
The operator of an advia centaur xp instrument observed an event code that had been referenced in an urgent medical device correction they had received. The customer contacted the siemens technical solutions center (tsc), who had the data files reviewed. For one patient sample, the patient name was sent with their sid, but the name was transmitted to the lis was that of a different patient. The patient demographics were merged with a patient sample whose order did not have demographics associated with them. There are no known reports of patient intervention or adverse health consequences due to one patient sample demographics being merged with another patient's sample.